Manufacturer narrative:
Upon receipt, this intellanav mifi oi catheter was thoroughly analyzed in our quality assurance laboratory. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Flow testing was conducted, the catheter was attached to a pump to test the saline flow, the irrigation holes were partially obstructed. Continuity testing was performed, and the device showed all results were within specifications. Electrical tests revealed noise values out of specification. A dissection of this catheter was performed to find the source of the occlusion. A foreign matter was observed inside the tip. Laboratory analysis could not confirm the reported clinical observations associated to "temperature cath-poor temperature control - higher than expected & generator message - d07 temperature too high ", since the device did not show evidence of the issue.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that during an ablation procedure with an intellanav mifi oi catheter, there was high temperature registered on the generator, and a high temperature warning was displayed. The catheter was replaced and the issue was resolved. The procedure was completed without patient complications. However, device analysis found a foreign material around the mini electrodes.